Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was under 40 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.